Event description:
The affiliate stated the customer alleged discrepant and elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving unicel dxi 600 access immunoassay system. This report references patient #2. Subsequent analysis of the patient sample, on the same analyzer, recovered lower results, within the normal reference range and within the risk stratification. The erroneous result was not released out of the laboratory. The customer indicated all elevated troponin I values were reanalyzed. There was no patient consequence associated with this event. The customer supplied beckman coulter europe with the patient's sample for further analysis. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted difficulty with ultrasonics adjustment on reagent pipettor #2. The fse completed baseline recalibration of the ultrasonics on both reagent pipettors; all ultrasonics values were within specifications. The fse verified the peristaltic pump flow rate and pipettor-to-reagent carriage alignments were within specifications. The fse confirmed troponin I quality control (qc) was within the customer's established limits. As a proactive measure, the fse replaced the gaskets on the substrate loader at the following visit. No additional hardware issues were noted. Results conformed to the manufacturer's published performance specifications. Repeat analysis at beckman coulter customer product line support (cpls) laboratory indicated both patient samples were within the normal reference interval for troponin I. Cpls did not reproduce the alleged issue and investigation did not demonstrate a reagent issue. The customer indicated patient samples were inspected for clots and some were centrifuged and reanalyzed. The customer noted repeated frontloaded results were significantly lower and some samples on (B)(4) clinical chemistry analyzer, which was connected to the line, occasionally detected clots. The patient serum samples were analyzed using becton dickinson (bd) gel tubes and centrifuged at 3,500 rpm (revolutions per minute) for 10 minutes. Beckman coulter product specialist discussed pre-analytical factors with the customer. The customer indicated the serum tubes were allowed to clot for 30 minutes prior to centrifugation. The customer stated quality control (qc) was within the established limits prior to and after the event. This medwatch report is related to 2122870-2012-01727.